Manufacturer narrative:
Additional information provided that corrected the date resolved from (B)(6) 2014.

Event description:
Correction: issue reported to have resolved on (B)(6) 2014 as previously reported.

Event description:
It was reported that the patient had an ams retroarc sling implanted on (B)(6) 2014. On (B)(6) 2014 it was reported that the patient experienced pain and a urinary tract infection related to the ams retroarc sling. The patient was prescribed a medication (norfloxacine 400mg). The issue was reported to have resolved on (B)(6) 2014. No additional complications were reported.

Manufacturer narrative:
Additional information received on 1/22/2015 that corrected the onset date. Onset date occurred on (B)(6) 2014.

Event description:
Additional information indicates that the clinical onset of the urinary tract infection was (B)(6) 2014, not 8/01/2014 as previously reported.